Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up. Noises were observed in the right ventricular lead. The noise could not be reproduce with isometrics and pocket manipulation. The lead not being fully inserted to the header, or the set screw not being fully tightened down at the implant were suspected. Chest x-ray was suggested to visualize the header. The physician believes the noise might be due to air or fluid in the header pin interface. The patient was discharge and will be followed remotely.